Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's right knee on (B)(6) 2022. In providing additional information for another pi, sales team confirmed that the procedure was a revision of the patient's right knee due to infection.